Event description:
The customer reported being hospitalized due to hyperglycemia. The blood glucose reading was 500 mg/dl. The customer was experiencing unexplained high glucose for five days. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was not changed to resolve the issue. Ran a fixed prime test and passed. During the call the customer mentioned having some heart issues. The customer did not have the tubing clamp to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.